Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test for foley catheter implantation for urinary drainage and temperature management in the operating room, the sterilized water did not drain smoothly.

Event description:
It was reported that during the pre-test for foley catheter implantation for urinary drainage and temperature management in the operating room, the sterilized water did not drain smoothly. Per investigator's notification received on 19dec2025, it was reported that balloon concentricity of 100/0 was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw3468. Visual inspection noted no obvious observations. During testing, the catheter filled with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe, the balloon inflated with no difficulty. Concentricity of catheter balloon is 100/0. Only 1.5 ml of methylene blue solution in the catheter balloon was deflated within 5 minutes. Again, the catheter was filled with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using an in-house syringe, while only 6.5 ml was deflated within 5 minutes. The balloon was dissected, and the perforation notch was fully perforated. The catheter was dissected, and a blockage was found in the inflation lumen. This is out of specification per inspection procedure (B)(4), revision 11, which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details." Correction: d, e, f, h. UDI format updated with available product information per gudid. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.